Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible defibrillation of atrial driven arrhythmia episode. It was noted that there were morphology changes post shock. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.